Manufacturer narrative:
Conclusion code no longer applies to this event.

Manufacturer narrative:
The pump was returned and analysis found corrosion and-or wear and-or lubrication, stall due to shaft-bearing, and stall due to gear-pinion. Conclusion code no longer applies.

Event description:
Additional information was received from a manufacturing representative. The patient was explanted and elected to be replaced with a pump from a different manufacturer.

Event description:
Additional information from the healthcare professional indicated that the pump and catheter were explanted on (B)(6) 2015 and that the clonidine daily dose was 45 mg/day.

Manufacturer narrative:
Concomitant product: product ID: 8711, product type: catheter. (B)(4).

Event description:
Additional information was received from a healthcare professional on 29-sep-2015 and it was reported that the patient was being treated with oral medication. He was due for a replacement of his entire intrathecal pump and surgery was planned for (B)(6) 2015. The patient's withdrawal was resolved.

Manufacturer narrative:
Concomitant product: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was reported by a healthcare provider (hcp) via a device manufacture representative regarding a patient receiving morphine (25mg/ml at 15 mg/day, unknown lot number), bupivacaine (3 mg/ml at 1.8 mg/day, unknown lot number) and clonidine (75 mcg/ml at 45 mcg/day, unknown lot number) via a pump. The pump indication for use (IFU) was not reported. The hcp reported that the patient's pump stalled on (B)(6) 2015 at around 0800. The motor stall was identified in the event log report at initial interrogation of the device. The patient did not recently have an MRI. The cause of the motor stall was unknown. The alarm was silenced by the hcp. The device manufacture representative stated that "she didn't know of any specific symptoms, but would "imagine" the patient would be having withdrawal type symptoms at this point." It was later reported by the representative that the patient experienced withdrawal. The pump was implanted in 2009 and had 7 months until elective replacement indicator (eri). The device manufacture representative assumed that the hcp put the pump in minimum rate mode, but was not sure. The actions and interventions taken to resolve the pump motor stall were unknown to the representative. At the time of this report, the motor stall had not been resolved. Additional information has been requested, but was not available at of the time of this report. If additional information becomes available, a supplemental report will be filed.